Event description:
Caller reported a malfunction on pump, with no notable events occurring prior to the issue. Customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support provided pump reset information and assisted caller in resetting pump, after which malfunction did not recur. Customer was advised to continue using pump and to call back if issue recurs; caller acknowledged instructions.